Manufacturer narrative:
The glucose reagent lot number was 849762. The cholesterol reagent lot number was 845940. The total protein reagent lot number was 838819. The glucose, cholesterol, and total protein reagents' expiration dates were not provided. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 4 patients' samples tested with glucose assay, 1 patient sample tested with cholesterol assay, and 2 patients' samples tested with total protein assay on a cobas c503 analytical unit. Glucose: sample 1: initial result: 46.7 mg/dl. Repeat result: 84.0 mg/dl. Sample 2: initial result: 19.5 mg/dl. Repeat result: 45.5 mg/dl. Sample 3: initial result: 34.7 mg/dl. Repeat result: 84.9 mg/dl. Sample 4: initial result: 22.7 mg/dl. Repeat result: 96.5 mg/dl. Cholesterol: sample 5: initial result: 36.7 mg/dl. Repeat result: 186 mg/dl. Total protein: sample 6: initial result: 1.33 g/dl. Repeat result: 7.29 g/dl. Sample 7: initial result: 2.69 g/dl. Repeat result: 7.49 g/dl. The physician questioned the results of another test, prompting the repeat of the samples.

Manufacturer narrative:
The provided data showed failed qcs and several alarms related to reagent pipetting, sample pipetting, and abnormal cell blank. The field service engineer performed sample probe cleaning/wash. He then performed hardware performance check with successful results. Qc was performed with acceptable results. The service action performed by the engineer resolved the issue. A general reagent and instrument issue can be excluded. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue at the customer site. The improper sample quality caused the sample probe contamination and triggering abnormal aspirations. Preanalytics are within the customer's responsibility.